Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indicationfor pump use was non-malignant pain. On (B)(6) 2017 it was reported that within 3 weeks of implant in (B)(6) 2012 the patient had a staph infection. No further patient complications have been reported as a result of this event.